Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-28. Investigation summary: one sample was received by our quality team for evaluation. From the returned sample, the safety mechanism device was observed to be partially activated with the needle exposed, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. A major dent was observed on the cannula of the returned sample. Based on the cannula dent location, the possible contact point occurred at the pick and place station. A simulation was performed and the team was unable to simulate the defect to get the major dent on the cannula as seen in the returned sample. However, it is suspected that the dent on the cannula could be due to a misalignment at the pick and place gripper. A digital angle meter has been implemented at the pick and place station to check the gripper alignment after setup.

Event description:
It was reported that cathena 24gx0.75in straight bc safety mechanism did not work. The following information was provided by the initial reporter: the safety mechanism didn't work. When the customer removed the needle, the needle tip should be covered by push tab. Though after the needle is pulled out , needle tip was not covered by push tab and it was exposed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that cathena 24gx0.75in straight bc safety mechanism did not work. The following information was provided by the initial reporter: the safety mechanism didn't work. When the customer removed the needle, the needle tip should be covered by push tab. Though after the needle is pulled out , needle tip was not covered by push tab and it was exposed.